Event description:
It was reported that the pressure was too high, causing water to shoot out. It is also believed that the device needs to be calibrated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection confirmed the unit was within suggested calibration window. Minor dings and scratches noticed throughout bezel. However, the warranty void seal was intact. With the power cord disconnected the unit was powered, the illumination of the display was verified. Verified that the main voltage led light turns on after connecting power cord. Inserted flosteady disposable cassette and verified that the cartridge inserts completely, pushed in and removed. The critical overpressure warnings visuals and sounds were verified using a hand-pump at 260 mmhg and greater. A hand pressure gage was used to check the accuracy of the pump. The pump read all values within +/-5mm hg of the set value per service manual. A tube set cassette was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. The pump was then tested with a set pressure of 50 mm hg with a flow rate of 1.5 l/min. The pump was allowed to run for several minutes. After several minutes, the pump was able to maintain a set pressure with the shaver outflow valve set on open, half way, and all the way closed. Probable root causes/s could be pump height, joint height, the stop cock valves were closed off, or tubing was kinked. The product was returned for investigation, but the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pressure was too high, causing water to shoot out. It is also believed that the device needs to be calibrated.